Manufacturer narrative:
D10: 02-010-01-0330 logic femoral ps cem right sz 3, (B)(6). 200-02-32 three peg patella 32mm, (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via legal documentation that approximately 74 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, synovitis, polyethylene wear, bone grafting, instability, loss of mobility, swelling, pain. Additionally femoral knee debonding/loosening and acute pain of their right knee was reported. No further issues or complications were reported. No additional information is available.